Event description:
It was reported that a bd microtainer® tube with k2e (k2edta) clotted. "As a result of the clotted sample, patient had to be recollected, which is traumatic especially to premature babies, (nicu)."

Manufacturer narrative:
H.6. Investigation summary: bd received six (6) samples from the customer facility for investigation. The 6 samples along with retention samples (selected from bd inventory) were visually evaluated and found to contain additive. Then, the 6 customer samples and retains were tested by titration. All retains and 5 of the customer samples met the required specification for additive quantity; one of the six customer samples generated a result that did not meet the minimum specification requirements for additive quantity. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Additionally, a review of the manufacturing process was conducted for this incident and the defect rate was determined to be within the acceptable aql for this product.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd microtainer® tube with k2e (k2edta) clotted. "As a result of the clotted sample, patient had to be recollected, which is traumatic especially to premature babies, (nicu)."